Manufacturer narrative:
The insulin pump had motor error alarm during rewind due to out of phase motor encoder signal. The excessive no delivery alarms could not be confirmed and the displacement test performed due to the motor error alarms. The device also had a scratched display window noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm and 2 no delivery alarms during bolus. The blood glucose at the time of the incident was 218 mg/dl. The device was not exposed to a magnetic field and the customer was able to rewind. The device was returned for analysis.